Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button stopped functioning. In addition, it was reported that the pump unexpectedly shutdown and the touchscreen was unresponsive. Customer's blood glucose level was 366 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen and wake button issue could not be verified; however, the unexpected shutdown issue was verified.